Event description:
It was reported by dealer that headtube keeps slipping towards rear wheel after being tightened over again on the xtra wheel chair. Spoke with tech. Dealer could not provide any further information.